Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a bleeding and bruised rash that may have become infected from the equipment digging into the skin. There was no alleged device malfunction contributing to the wound. It's unclear if the nurse who spoke with support services applied any creams or ointments to the wound. Outcome of the wound is unknown as follow up attempts were unsuccessful.